Manufacturer narrative:
The insulin pump was received with alarmed button error followed by unresponsive buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners. The insulin pump was also received with minor a scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a button error from her insulin pump. The customer's blood glucose level was unknown. The customer stated that she was trying to suspend the pump to take a shower and stated that the buttons would not work. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.